Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has not recharged his ipg since (B)(6) 2014 due to ineffective stimulation (see MFR. Report: 1627487-2014-15908 and 1627487-2015-15909). The sjm representative met with the patient and confirmed the ipg was unable to communicate with the external devices. The patient requests the scs system to be explanted, hence surgical intervention is pending to address this issue.

Event description:
Additional information identified the patient's entire scs was explanted. The date of explant is unknown.